Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for malignant pain and other carcinoma. It was reported that the patient had the pain pump removed due to a mass infection in the pocket where the pump was located in (B)(6) 2014. Then in (B)(6) 2014, the patient was diagnosed with cancer. There were no further complications reported or anticipated.